Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens haptic deformed and leading haptic advanced straight and would not flex. The surgeon asked for a different lens. The leading haptic was stiff and came out of the delivery system straight. The surgeon did not want to reload the lens. Additional information has been requested and received stating that this issue was noted when the technician was attempting to advance the lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. The lens was returned outside of the device, adhered to the blister tray with solution, no damage observed. The product investigation could not identify the root cause for the reported complaint "haptic deformed and leading haptic advanced straight " as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 c (64 f) to 23 c (73 f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).